Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor, found the sensor was broken and missing parts. Unable to confirm if the customer received the sensor damaged due to the customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a lost sensor alarm. Troubleshooting for the alarm found the sensor cannula was missing from the sensor. The customer stated the cannula was not stuck on the sensor's adhesive. The customer also stated the sensor cannula was not pulled through the base of the sensor. The customer could not recall any significant events leading to the issue. The customer was advised the sensor cannula may be inside their body or retracted within the sensor. Customer's blood glucose was unknown at the time of the call. The customer agreed to return the sensor for analysis.